Event description:
A customer reported that the footswitch did not respond during a cataract intraocular lens (iol) implant procedure. The procedure was completed with no pt harm. Additional info has been requested.

Manufacturer narrative:
The company representative examined the system and was able to reproduce the customer reported event. The company representative replaced the footswitch cable and the touchscreen. The system was then tested and met product specifications. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. (B)(4).